Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on a unknown date the threads of the inner portion of the wagner sl revision, impactor for stem (lateral) were ruined and not useable. No harm or injury to patient was reported. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: instrument cannot be assembled. Event description: a wagner impactor has been received. It has been reported that the threads of the inner portion of the instrument are ruined and not useable. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the wagner impactor consists of the wagner handle and the wagner thread bar. The wagner handle shows normal signs of usage on the outer surfaces as well as on the inner thread with no considerable deteriorations, deformations or imperfections. The wagner thread bar shows distinct deformation of the thread and the two shoulders next to the grip originated from abnormal forces further, the thread used as connection to the stem shows normal signs of usage. Otherwise, no considerable deteriorations, deformations or imperfections can be seen. Measurements: to ensure the wagner impactor has correct dimensions, relevant characteristic according to the inspection plan were measured with the caliper so 2083. Characteristic: "dimension 33mm +0.05mm/-0.05mm¿: specification: max. 33.05mm; min. 32.95mm, measured value: 33.01mm. Conclusion: the length from the grip to the second shoulder can be confirmed. Characteristic: ¿thread m14x1¿: specification: m14x1, measured value: n/a. Conclusion: no measurement possible due to deformation. Characteristic: ¿diameter 16 -0.1/-0.2¿: specification: max. 15.9mm; min. 15.8mm, measured value: 15.85mm. Conclusion: the diameter of the first shoulder can be confirmed. Characteristic: ¿diameter 12.5 +0.2/-0.2¿: specification: max. 12.7mm; min. 12.3mm, measured value: 12.49mm. Conclusion: the diameter of the second shoulder can be confirmed. Characteristic: ¿diameter 16 +0.2/+0.1¿: specification: max. 16.2mm; min. 16.1mm, measured value: 16.06mm. Conclusion: the diameter of the inner shoulder can be confirmed. Functional test: a functional test was performed with intent to assemble the wagner handle with the wagner thread bar. However, on the basis of the thread deformation of the thread bar, the two parts could not be fully assembled due to incongruent threads. Based on this functional test the reported event can be confirmed. Review of product documentation: compatibility of the two parts, wagner thread bar and wagner handle, can be confirmed on the basis of drawing. Review of device history records (DHR): the DHR indicates that all components met all specifications. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. -> not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. -> not possible, as according to material compatibility specification, the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, as the two parts of the instrument cannot be assembled as intended due to the thread deformation of one part. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, as deformation of the instrument indicates abnormal forces, most likely produced by disregarding the intended operational step/handling. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. => possible, as deformation of the instrument indicates abnormal forces, most likely produced by disregarding the intended operational step/handling. Instrument breaks or deforms due to off-label / abnormal-use. => possible, as the detected damage might have been caused by an extraordinary force occurring due to abnormal/off-label use. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. => possible, as the two parts of the instrument cannot be assembled as intended due to the thread deformation of one part. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination and the functional test did confirm that the two-parts impactor instrument cannot be assembled. The quality records show that all specified characteristics have met the specifications valid at the time of production. The deformation of the thread indicates the occurrence of extraordinary forces most likely produced by abnormal handling of the instrument, such as gliding off with a hammer. As no additional information, like a surgical report, was given the exact course of events cannot be reconstructed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).